Manufacturer narrative:
Product event summary: analysis confirmed the reported rf (radio frequency) head issue; the programmer was unable to interrogate non -wireless. The rf head connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also confirmed the reported power cord component lid issue; tabs on the power cord bay door were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head receiving receptacle was loose or broken and it was necessary to move the plug when the rf head was connected for the rf head to work. It was also noted that the power cord component lid needed repair. The programmer was returned for repair. No patient complications have been reported as a result of this event.